Event description:
It was reported that the patient's implanted cardiac monitor was recording false asystole episodes and a false ventricular tachycardia episode. It is suspected that there was oversensing noise along with no capture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.